Event description:
Reports indicating monitoring alarm failed to sound, resulting in delayed recognition of patient's elevated heart rate (>150 bpm), which persisted beyond optimal clinical timeframe. Shortly thereafter, the patient suffered cardiac arrest. The following day, the patient's family chose to discontinue life-sustaining treatments, and the patient expired.